Event description:
Caller reported an error with continuous glucose monitor (cgm), specifically error 42. The error did not adversely impact the customer¿s blood glucose level. The customer contacted technical support, who provided guidance to reset the pump. After following the instructions, the caller successfully started a new sensor session and the cgm error did not reoccur.